Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm and an issue with the reservoir. Customer stated that when he would take them off, his catheter was bent and his blood glucose would go up to 400 or 500 mg/dl. Customer stated that his most current problem was the no delivery alarm. Customer stated that the alarm occurred previously and it occurred during manual prime. Customer stated that the no delivery alarm is recurring. Customer stated that the issue has not been resolved. Customer stated that he alarm was resolved by a complete set change. Customer was unable to troubleshoot because he changed the set he was working with. Customer stated that he meant the tubing of the infusion was the problem, not the reservoirs. Customer confirmed that he was referring to the infusion sets the whole time for both past and current issues. Customer has the same reservoir on and only changed the tubing.